Manufacturer narrative:
(B)(4). The customer reported that they were unable to complete the self test and that when they press the charge button nothing happens. The device was evaluated at philips. The symptom could not be reproduced. We are considering this a malfunction, but cannot determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that they were unable to complete the self test and that when they press the charge button nothing happens.